Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. The functional testing could not be completed due to the blank display. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump alarmed for a motor error and that the button responses are slow. The spring on the bottom was damp. No blood glucose reading was provided. The insulin pump was replaced and returned for analysis.